Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the plate (04.503.900s) was broken after one and a half years from the right mandibular condylar excision surgery on (B)(6) 2017. The plate was broken in the area where bending was not possible. The screws had been fixed without problems. A fibula was transplanted and the plate was replaced. The surgery was completed without a surgical delay. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one ti matrixmandible preformed recon pl/sm/rt/2.5mm thk-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 2 report as december 17, 2019 but should have been march 03, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation site: cq zuchwil, selected flow: damaged. Visual inspection: the plate is broken apart at the 4th hole from the end of the shorter side. There are very deep nicks in the area of the fracture visible, which indicates that the plate was exposed to high forces in this area. The rest of the plate is bend in different directions for contouring, there are all over the plate clearly visible deep nicks from a bending tool. The plate shows cutting marks on both end's. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary the complaint is confirmed as the plate is broken apart as complained. This lot of 4 pieces was manufactured in march 2016, all devices are distributed and we are not aware of any other complaint for this part- and lot number combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a review of the device history record. Device history lot 27-dec-2019 a DHR review was not performed for this pi. The record for this lot number belongs to a different part number (03.390.054s). Part: 04.503.900s, lot: 9872926, manufacturing site: mezzovico, release to warehouse date: 24.mar.2016, expiry date: 01.mar.2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch null, device history review 27-dec-2019. A DHR review was not performed for this pi. The record for this lot number belongs to a different part number (03.390.054s). Please confirm / correct the lot number and assign to the correct group. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.